Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was attempting to charge the scs ipg, but were unable to charge it as it would not communicate with the charger. A company representative met with the patient and confirmed the ipg would not communicate and was deemed inoperable. Subsequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one and the issue addressed.